Event description:
The following was reported to davol: surgeon reported to his sales rep that upon removal of the inflation assembly from the mesh a connector that attaches the components had fallen into the abdominal space. The connector was located in the pt's abdomen and removed without issue. As reported there was no injury to the pt. As the malfunction could have resulted in an unintended fragment being left in the body an MDR is filed to document this event.

Manufacturer narrative:
Our sales rep discussed this event with the surgeon, but he was unable to recall exactly when the problem occurred and as such was unable to provide the exact product catalog and lot number. The sales rep reviewed the process steps with the surgeon to ensure he was aware of the proper method for removal as defined in the instructions for use (IFU) supplied with the device. Due to limited info provided and not having a sample for eval, we are unable to determine a root cause of the problem experienced. Without a lot number a review of the mfg records cannot be conducted. This MDR includes all pt, event, and device info davol has received to date. If additional info is obtained a follow up MDR will be submitted.